Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a small (3mm), calcified common femoral artery after an interventional procedure. Reportedly, 11 days post procedure the patient was admitted to the hospital for leg pain and it was found that the proglide suture had been stitched to the posterior wall. Using a contralateral approach, a balloon catheter was used to create a small channel through the blocked arteries distal to the common femoral artery. The patient still had no distal pulses and remained in the hospital. Lovenox was administered to treat thrombus and plaque. The patient's foot became warm within a couple of days and was discharged after 3 days in the hospital. There was no adverse patient sequela reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.